Event description:
It was reported that, after a primary tka was performed on (B)(6) 2014, the patient underwent a revision surgery on (B)(6) 2020 after loosening of the implant, pain and difficulty to walk. During this surgery the system was replaced for attune depuy implants. Patient had another revision surgery on (B)(6) 2024 and is currently experiencing a lot of pain and difficulty in walking.

Manufacturer narrative:
Additional information: b7 corrected data: b2, b3, b5, d1

Event description:
It was reported that, approximately three months after tka revision surgery, due to loosening of the attune depuy implants, was performed on (B)(6) 2024, during which an unknown legion oxinium implant was placed, the patient experienced a lot of pain and difficulty in walking. It is unknown how this event has been treated. The patient has undergone a total of three (3) knee surgeries on the right knee. The primary surgery performed on (B)(6) 2014 for which the identify of the implants is unknown. Then, on (B)(6) 2020 a revision surgery was performed, after loosening of an unknown implant, pain and difficulty to walk, where attune depuy implants were placed. In addition, the patient also underwent left knee surgery in (B)(6) 2017, for which the identity of the implants is unknown, the patient is afraid this implant had come loose too.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3,h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Additionally, possible adverse effects section revealed that looseness of components can result from migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.